Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H4: manufacture date is an unknown day in april 2010.

Event description:
It was reported that the tip to be broken off the instrument intra-operatively. Instrument fractured into two pieces. There was no delay in the procedure. The event was only discovered during the postoperative x-ray. It was not visible on the intraoperative images due to superimposition. There have been no adverse patient effects.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "customer is complaining the tip to be broken off the instrument. Instrument fractured into two pieces.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. (B)(4). The photo investigation revealed that ¿259807440, cor/tri ant stem insert shaft¿ has broken. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. For the other reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of foreign body left in patient. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, cor/tri ant stem insert shaft was broken because of end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "customer is complaining the tip to be broken off the instrument. Instrument fractured into two pieces.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. See attachment "(B)(4)" photos" the photo investigation revealed that ¿(B)(4), cor/tri ant stem insert shaft¿ has broken. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. For the other reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of foreign body left in patient. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained device issue. Based on the investigation findings, cor/tri ant stem insert shaft was broken because of end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the lot#pg0410 provided is not a valid finished goods lot.